Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an unruptured recurrent left anterior communicating artery aneurysm, the physician reported that the pipeline flex pusher was blocked. The access vessel was a1-a2 segments of anterior cerebral artery. It was reported that after deployment of 1/3 of the pipeline, it was impossible to recapture it. The impression by the physician was that the pusher was blocked. It was still possible to unsheathe the pipeline flex, however, the physician felt resistance in the distal marksman microcatheter. Thus, the system (pipeline flex, guidecatheter, and microcatheter) was removed. The whole system was removed by pulling microcatheter and partially open stent back to guidecatheter. The angiography showed diffuse bleeding around pericallosal arteries. The patient was reported to have a distal parenchymal hemorrhage during the procedure which was caused by anti-thrombotic medication and probably mechanical manipulation of the vulnerable vessels. Patient's treatment with anti-coagulation (prasugrel, aspirin, and heparin) was stopped and was counter balanced with platelet infusion and protamine and tranexamic acid. The patient had a surgery to remove the hematoma. The patient is currently in stable condition.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The guide catheter, microcatheter, pushwire and pipeline were returned for evaluation. The microcatheter was found outside the guide catheter. The pushwire was found inside the microcatheter catheter. The distal end of the pipeline was extended out of the catheter tip and the proximal end of the pushwire was found protruding out of the catheter hub. During investigation, the pushwire and pipeline were removed from the catheter lumen. The distal tip appeared to be damaged. The distal and proximal ends of the pipeline were found fully opened. The pushwire appeared to be bent. No defects were found with the guide catheter. The catheter appeared to be accordioned. An in-house mandrel was inserted into the distal tip and hub of catheter and it got stuck at the damaged. No other anomalies were observed. Based on the above findings, the customer's complaints were confirmed. It is possible that the damage to tip coil, pushwire and catheter may have contributed to the reported issues subsequently causing friction during the delivery and failure to resheath. However, the cause for damages could not be determined. In regards to the vessel damage, the cause for the experience reported could not be determined. All products are 100% inspected for damage and irregularities during manufacture. In the USA, the pipeline flex embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments.